Event description:
It was reported that during a device change out due to eri a high capture threshold was noted on the right ventricular lead. The physician elected to leave the lead implanted and program the new device to a lower pacing output. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.